Manufacturer narrative:
Results: foot board. Conclusion: correct foot board installed on the bed.

Event description:
It was reported by svc report that during a pm inspection, the unit had the wrong footboard installed. No pt involvement or adverse consequences are reported.